Event description:
Boston scientific crm received information that this caller noted a lot of stored episodes due to right ventricular loss of capture (loc). Additionally, threshold measurements were greater than 4.0v. An x-ray did not reveal any macrodislodgement but it is possible the lead had microdislodged.

Manufacturer narrative:
A revision procedure was performed and this right ventricular lead was repositioned with appropriate measurements. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.